Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent down button due to flattened dome switch. No button error alarms noted. The insulin pump cracked case at display window corners, reservoir tube lip, lcd display window and battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. Nothing further was reported.